Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact reported" (no consequence or impact to pt). Product problem(s): "poor aspiration" (aspiration issue). The customer reported poor aspiration during procedure. Surgeon's efforts to check the connections and change settings of the console were unsuccessful. Replacement of the bottle with irrigating solution and the needle did not change the situation either. The console was changed and the procedure completed uneventfully. Add'l f/u info has been requested.